Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. In addition, the customer is having issues with battery cap being stuck inside the pump and unable to get cap off. The customer was actually hospitalized yesterday, due to her blood glucose being at 523mg/dl; treated with insulin shots. Customer's current blood glucose was 190mg/dl. The customer was advised to discontinue use of the pump and revert to back up pump.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with a stripped battery cap coin slot, broken battery tube threads, minor scratches on the lcd window and a cracked reservoir tube lip.